Manufacturer narrative:
Internal report reference number: (B)(6). Test strips were not returned for evaluation. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-018 - user has high glucose value note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi, 140. 150 and 168mg/dl. The customer¿s expected fasting blood glucose test result range is 100-120mg/dl. The customer stated that he is testing once a day (fasting). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 02/15/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history: (B)(6).